Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found the problem with the flow sensor. The defective part was replaced and the unit was tested for factory specification. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". The incident occurred during priming so there was no patient involved. (B)(4).